Event description:
The customer reported a cgm error 42, which led to contacting technical support for assistance. There was no reported adverse impact to the customer's blood glucose level. Technical support provided guidance on performing a pump reset, and after completing the reset, the cgm error code did not reappear. Consequently, the customer was able to successfully start their sensor session.